Event description:
The affiliate reported the customer alleged an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) limit, for one patient involving access 2 immunoassay system. Subsequent testing of the patient sample produced lower results within the normal reference interval. The sample was retested at a reference laboratory and produced a negative result. The elevated result was released out of the laboratory and questioned as it did not correlate with the patient's clinical presentation. An amended report was issued. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse replaced the pipettor probe, precision pump seals, and the precision pump o-rings. The fse verified the transducer temperature, ultrasonics settings, and pipettor alignments. The fse cleaned the precision valve which was in good condition. The fse verified repairs by performing a passing system check and high sensitivity system check. The fse performed troponin I precision studies with acceptable results, within the labeled assay precision claims. The unit conformed to the manufacturer's published performance specifications. The customer noted quality control (qc) was within range at the time of the event.